Event description:
The customer reports that the system did not fluoro and it displayed a communication failure error message.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.